Event description:
It was reported that the ilet user experienced a low glucose episode after a recent supply change while the pump was delivering correction doses, and a smaller-than-usual snack was announced. This was characterized as an accidental meal announcement and addressed with troubleshooting and education regarding when to announce carbohydrates. Symptoms included hypoglycemia with a nadir of 55 mg/dl accompanied by confusion/disorientation and shaking/tremors. Outcomes included minor injury of hypoglycemia resolved with oral glucose and no lasting health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to announcing a small snack during active corrections, and a user interface component relevance due to interaction with meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.